Manufacturer narrative:
The following updates have been made to the initial report. The lots being reported are only the following: d4. Medical device lot#: 3102666 d4. Medical device expiration date: (B)(6) 2024. H4. Device manufacture date: (B)(6) 2023. D4. Medical device lot#: 3130613 d4. Medical device expiration date: (B)(6) 2024. H4. Device manufacture date: (B)(6) 2023. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.6. Investigation summary: catalog: 442021. Batch no.: 3102666 & 3130613. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batches. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Catalog 442021 batch no. Unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) high number of false positive candida tropicalis occur. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details yes. 1.what is the bactec media part and lot number: we have identified 4 lots of bd blood culture bottles with potential contamination.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) high number of false positive candida tropicalis occur. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details yes. 1.what is the bactec media part and lot number: we have identified 4 lots of bd blood culture bottles with potential contamination.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3102666. D4. Medical device expiration date: 19-jan-2024. H4. Device manufacture date: 24-apr-2023. D4. Medical device lot#: 3130613. D4. Medical device expiration date: 15-feb-2024. H4. Device manufacture date: 21-may-2023. D4. Medical device lot#: 3102700. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: 3102712. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5.it was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unknown number of molecular false positive results. There was no report of patient impact. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.